Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue could not be replicated. No fault was found with the returned device. The dso sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 malfunction of alarm that read " cannot read cassette properly." No adverse patient events reported.